Event description:
It was reported the patient experienced loss of stimulation several hours after his trial lead implant. When the patient attempted switching programs, he felt a shocking sensation at the lead site. Subsequently, when the sjm representative increased stimulation, the patient would either feel loss of stimulation or a shocking sensation. Diagnostics did not reveal any anomalies. Follow-up identified the leads had migrated which resulted in the issue. The trial has ended and the patient is having a permanent scs system implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.